Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a shaft break occurred. The direxion fathom-16 system was used to treat gastro intestinal bleeding. The three way tap was not rated for the intended pressure injector setting of 1200psi, another three way tap was used with the pressure injector setting at 1200psi, 3 ml/second, of total 6 ml. It was noted that when the pressure injector was injected, the catheter distorted and snapped, the nitinol sleeve was broken. The procedure was completed with the same device. No patient complications were reported and the patient condition was stable.

Manufacturer narrative:
Device evaluated by manufacturer:the complaint device was returned for analysis. Visual inspection showed that the shaft was broken 24cm from the hub of the microcatheter, with the inner liner exposed 1.2cm in length. The tip of the catheter was also found to be kinked. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The direxion fathom-16 system was used to treat gastro intestinal bleeding. The three way tap was not rated for the intended pressure injector setting of 1200psi, another three way tap was used with the pressure injector setting at 1200psi, 3 ml/second, of total 6 ml. It was noted that when the pressure injector was injected, the catheter distorted and snapped, the nitinol sleeve was broken. The procedure was completed with the same device. No patient complications were reported and the patient condition was stable.